Event description:
It was reported that a cam02 touch screen did not respond consistently to inputs. The problem was found after removing the unit from the box when it was inspected by the biomed department. The unit was to be used for a demonstration and education prior to use in the ICU. Therefore the unit was not in contact with a pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.